Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, a type ii endoleak was reported. On (B)(6) 2018, a persistent type ii endoleak was identified. On the same day, the patient underwent a reintervention whereby onyx coil embolization was performed. The intervention was technically successful and the patient was discharged on (B)(6) 2018.